Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the carelink monitor reader was having issues reading the implantable cardioverter defibrillator (ICD). Another reader was tried but it also could not read the device. The device remains in use, an attempt will be made to read the device at the patient's next visit. No patient complications have been reported as a result of this event. It was reported that the remote monitor new reader was having issue getting the device read. It was asked her if they tried using a wash cloth on between reader and skin. She stated they would try that on his next visit. The call was transferred to technician. The remote monitor remains in use. The implanted device remains in use. No patient complications have been reported as a result of this event.